Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Driveline infection is a potential event that may be associated with use of the product. The IFU provides guidelines to reduce the occurrence and severity of infection. Those with compromised immune systems and/or treated with multiple antibiotics are more susceptible to these types of infections. Other contributing factors also include the patient's body type and nutritional status, placement, position and size of the vad, tension/ trauma to the driveline exit site, and duration of time on vad support. A review of the available information does not indicate any device malfunctions or performance issues that would impact the reported event. The root cause of the reported event cannot be conclusively determined however, patient and procedural, and pharmacological factors that may have contributed to this event. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported by the vad coordinator that this patient was admitted to the hospital with complaints of abdominal pain and drainage around the driveline exit site. CT abdominal on admission showed fluid collection around the driveline. The patient was placed on a two week course of intravenous (IV) vancomycin. She was discharged home on (B)(6) 2015. At a follow-up clinic visit with infectious disease a driveline exit site culture returned positive for (B)(6). The patient was started on oral augmentin for chronic suppression. Of note, the clinical specialist also reported that the patient's dressing changes were conducted using sterile technique, though she is "not the most hygienic individual". The last report received indicates that the patient is doing well.